Event description:
Inbound. Patient reported remoudlin premix cassette caused both cadd legacy pumps to alarm no disposable and beep when it was first started. Stated cassette discarded and switched to new cassette. No lot number. Patient is also on opsumit. No further details provided.